Event description:
Massive subgaleal hemorrhage is one of the precipitating causes of pt's death. The subgaleal hemorrhage and associated death relate back to the vacuum extractor and forceps delivery. Rptr has had the matter reviewed by an independent expert who confirms that this death is attributable to a vacuum extractor injury. This report relates to the FDA public health advisory regarding vacuum assisted delivery devices dated 5/21/98. Death certificate states that peritonitis-bacteremia, intestinal perforation and massive subgaleal hemorrhage and shock are cause of death. Other significant conditions contributing to death: renal failure secondary to severe acute tubular necrosis secondary to shock.